Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patient's left eye (os) and the lens tore/broke during injection into the eye. The lens was removed during the same surgery, with no apparent injury. The lens was exchanged for another same model/diopter lens the next day, and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20. The reporter indicated the cause of the event was due to the icl front loading forcep.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual inspection found foreign material on lens surface (clear and red residue on lens) and the lens missing a piece of haptic. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).